Event description:
The patient reportedly experienced sound quality issues and intermittencies followed by loss of lock. External equipment was exchanged. Device testing could not be performed due to loss of lock. The patient's device was explanted.